Event description:
Cpi received info that a pt with an ICD and two pmi leads may have experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to replace the two leads and the device. The two leads were capped.